Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 77mg/dl, and he was treated with food and glucose tablets. It was stated that the customer was at the school while experiencing the low glucose and the nurse treated him with food. The paramedics were called as customer's glucose was unable to stabilize. Troubleshooting was performed. Reviewed the programming and it was correct. It was stated that the reservoir is showing the same amount of insulin as the status screen shows. The displacement test was performed and passed. It was stated that the device was not exposed to an MRI. While checking the reservoir and infusion set with the doctor, it was found four entries of 10.0 units and one entry of 24.8 units on the day of the event. Reviewed the alarm history and noticed a low reservoir alarm occurred the day before his admission. It was found that the cannula prime was set to 10.0 units, and had multiple cannula primes. No further information was provided.